Event description:
Dialysis treatment initiated at 6:40 am. Pre bp 140/100 sitting. 150/60 standing. At 7:25, venous line and dialyzer changed due to increasing venous pressure and black appearance. Pt became unresponsive. Total of 2100 cc nss given. Pt responded to fluid blood returned to pt and machine pulled from svc. Pt had lost 1.6 kg with ufr/hr set at .8. Treatment restarted on a different machine. Pt completed treatment without further difficulties. The facility chief tech removed the machine to the technical area and performed uf pressure tests. The machine failed high. Tmp test and positive pressure holding test. MFR verified that the machine had a uf check valve which was not functioning properly. The valve was replaced. Further facility investigation revealed that the clinical staff were not properly performing pressure holding tests prior to treatment initiation.